Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power several times while monitoring the patient. The customer indicated that they did not believe there was any adverse outcome to the patient during the reported event. No additional information on the event has been provided to physio-control.